Event description:
It has been reported that the calcar when the austin moore was implanted. There seems to be some discrepancy between the rasp and the actual implant. Also the end of the rasp and the actual implant. Also the end of the rasp has broken off inside the pt.